Event description:
The ICD involved in this report was implanted on (B)(6) 2013. On (B)(6) 2013, a f/u was performed and the programmer froze while the lv threshold test was ongoing. An analysis is requested. Preliminary analysis also revealed that opening the pt files save on (B)(6) 2013 triggered the display of an error message.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.